Event description:
In additional information received on 10mar2021, the hospital staff were unable to answer the information requested by the manufacturer, as they only placed the line. The patient came back into the hospital because the extension tubing of the line was leaking. The line was then replaced and the patient returned home.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: b5. Investigation ¿ evaluation. It was reported that a turbo-ject® single lumen minocycline/rifampin power-injectable PICC (upics-4.0-CT-nt-abrm-1111) from an unknown lot experienced leakage. This hospital reported two similar events occurring with the same patient at different dates (report reference #¿s: 1820334-2021-00165 and 1820334-2021-00166). Cook became aware of this event on 13jan2021 upon being notified by (B)(6) hospital center. The device was removed and replaced and the patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, instructions for use (IFU) and quality control, as well as a visual inspection and functional test of the returned device was conducted during the investigation. One used, single-lumen PICC was returned for evaluation. Upon a visual inspection, the tubing was found to be split at the proximal fitting. A functional test confirmed leakage at the observed split. No other leakage was detected. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) found that the risks associated with this device were acceptable when weighed against the benefits. A review of the device history record (DHR) could not be conducted, as the lot information was unable to be provided. Since potential nonconformances or other complaints from the device¿s lot could not be confirmed, there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information related to the reported failure mode: intended use the cook spectrum turbo-ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use spectrum turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause for the failure could not be established. Appropriate measures have been taken, as a CAPA is currently open to investigate this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: district manager. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject single lumen minocycline/rifampin power-injectable PICC was found to be leaking. This report concerns a device used to replace a leaking PICC line that was previously reported for this patient in another MDR with patient identifier (B)(6). The PICC line was originally implanted on (B)(6) 2020. The patient presented to the ER on (B)(6) 2021 stating that their PICC line was leaking. The leak was coming from a break in the tubing external to the patient, "just outside of the manifold". The line was removed and replaced with another of the same rpn. No other adverse effects have been reported. Additional information regarding patient and event details has been requested but is not currently available.